Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called and had a right hip replacement on (B)(6) 2014. Patient stated that she now has difficulty walking, limping and her life has been impacted, she also stated that her right leg is longer than her left leg.